Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Litigation papers allege the following: recently, patient began to suffer from persistent and severe pain and discomfort which has increased over time. Patient suffered and continues to suffer symptoms including, but not limited to pain, decreased range of motion, sensation of misalignment, and difficulty with activities of daily living such as walking and standing after being seated. Patient is unable to sleep through the night due to the pain and discomfort. Patient's implant clicks, pops, and squeaks, and has exhibited the symptoms of a loose implant. Upon information and belief, patient has suffered loss of muscle mass. Patient suffers from highly elevated cobalt metal ions in his blood stream. Patient has been advised to undergo revision surgery on (B)(6) 2011.